Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Manufacturer narrative:
B3 date of event corrected.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2012, the patient presented with extensive pelvic injuries and acute deep vein thrombosis in the right peroneal veins. Filter placement via the jugular was performed with a greenfield filter. A guidewire was advanced, a dilator placed over the guidewire, and the filter advanced down the inferior vena cava (ivc) to the space of l2. The filter was deployed and found to be in good position without tilt. The procedure was concluded. The patient tolerated the procedure well and was in stable condition. On (B)(6) 2017, an abdominal computed tomography (CT) scan revealed an ivc filter present without significant tilt. The superior tip of the filter was at the level of the right renal vein. All of the struts extended beyond the outer wall of the ivc by up to 5mm (to outer wall of the strut), however none of them definitely perforated the adjacent structures. There was no evidence for fracture or significant bending of the filter. The ivc mildly narrowed at the level of the renal arteries, which was considered to be physiologic rather than representing true stenosis. There was no definite evidence for large thrombus at the level of the filer.